Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was unable to successfully maintain a rhythm when attempting to acquire a 3 lead and 12 lead EKG. It was reported to philips that the alleged failure was observed while the device was in clinical use. However, no adverse patient impact was reported by the customer.